Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on (B)(6) 2020: lot 184850: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed by medacta regulatory affairs department on 10.09.2020: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 182902 lot 182902: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to an aseptic loosening of the femoral and tibial components 1 year and 7 months after the primary surgery. The surgeon removed all implants and revised them with competitor products. The surgery was completed successfully.